Manufacturer narrative:
(Incorrect date was listed on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the adapter spring dropping could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were as follows: the coupler of the camera head was broken. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that the adapter spring dropped off the hd autoclavable camera head. The spring of coupler fell off, due to which the telescope failed to be connected properly, but the image was not affected. The reported problem was found during reprocessing. The intended procedure was a diagnostic laparoscopic exploration and was completed with another similar device. There was no delay or patient harm, nor was the patient under anesthesia. There was no impact reported for the patient.